Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that there were unspecified issues with the usb port on the pump, causing difficulties charging the pump due to the issue causing it to be difficult to insert the charging cable into the port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.